Event description:
It was reported that the ventilator failed the internal leakage sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The compressor was investigated by our field service engineer. He found that the compressor had blown fuses. The fuses and mains inlet were replaced. The compressor was returned to service after successful function and safety checks/tests. Ocular inspection of the returned parts found the mains inlet dusty, and a fuse and the fuse holder was defective due to heat exposure. Earlier investigations have determined that the cause of a blown fuse could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. According to the user's manual, a preventive maintenance shall be performed after 5,000 operating hours. It includes visual inspection for damage of parts and preventive cleaning of dust in the mains inlet. If the mains inlet is broken, the compressor will not start. If the failure occurs with a ventilator connected to the compressor, the supply of air stops and an alarm will activate. Our conclusion is, that the compressor mini did not start due to a blown fuse.

Event description:
(B)(4).

Manufacturer narrative:
The incorrect information regarding the event reported, manufacturer reference number, and the importer reference number were added to the initial report. As a result, this follow-up 1 report was created to correct the misinformation previously provided.

Event description:
It was reported that the compressor mini failed to turn on. There was no patient involvement reported. (B)(4).